Event description:
A customer reported that the screen was slow to respond. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.